Manufacturer narrative:
H1. Type of reportable event: malfunction corrected to serious. Claim # (B)(4).

Manufacturer narrative:
A1 - unk, a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, d6a - unk, g4 - PMA/510(k): this product is not marketed in the us, h4 - unk, h6 - health effect clinical code 4581: iris transillumination. Some light sensitivity. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Complete iris transillumination and some light sensitivity was observed. Lens remains implanted. Reportedly, patient is happy with no complaints. Additional information has been requested but none has been forthcoming.